Event description:
It was reported that a peritoneal dialysis (pd) patient had catheter surgery due to it being clogged with fibrin. Upon follow up, the patient's pd registered nurse reported this patient was hospitalized due to fibrin obstructing the pd catheter (not a fresenius product). It was stated the patient has been prone to fibrin buildup in the pd catheter since starting pd therapy. There was no report the patient experienced a serious injury or adverse event that could potentially cause or contribute to the catheter obstruction. The patient was able to undergo hemodialysis (hd) on a hospital provided hd machine for renal replacement therapy for the duration of the admission. The patient underwent a surgical catheter revision during this hospitalization (exact date unknown). The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient's obstructed pd catheter due to fibrin buildup and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).